Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Patient reported receiving an electric shock from a wire in her house one month ago, and since then has had trouble getting her implantable neurostimulator to charge to complete. She requested her device be checked by a manufacturer's representative. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the shocking issue has be resolved by a manufacturing representative. Circumstances that led to the shocking was the patient sweeping the floor and hit a live wire that was suppose to be dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer, via manufacturer representative, (B)(6) 2018. It was reported the patient was electrocuted at home a couple of years ago and since that time the stimulator doesn't work the same. It doesn't hold a charge and the patient has trouble charging it. The representative tried to read the battery, but it was discharged. The patient could not wait for it to charge and the plan was to do impedances on (B)(6) 2018. No further complications were reported/anticipated.